Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set leaked. This occurred during manual flushing with normal saline, during patient infusion. The device leaked from the end proximal to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.